Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An onsite investigation of the concern device was performed by our field service engineer. No deviations were found and the device passed performed system checkout. The device was cleared for clinical use. The received logs confirm the reported pressure transducer test failure and man leakage test failure. The logs do not indicate any technical faults. Our conclusion is that the pressure transducer failed the gain correction factor test and the manual ventilation leakage test failed due to a leakage. The true cause of the leakage has not been determined.

Event description:
Manufacturer's reference number: (B)(4).